Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined aux drawer 4.1 has several read and write errors. A field service engineer replaced row board cable to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system station read invalid cubie error and device not detected on bus. Customer stated drawer 4.1 having multiple pockets with read write and device not detected on bus errors and other pyxis to find medications for patients. There were no delay in patient care. There were no adverse events or injuries reported based on this event.